Event description:
It was reported that the wound tunneling tip with suction was being used in a procedure when the tip came detached and fluid leaked out. The tip irrigates with a sterile saline solution, which poses no risk to the patient. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the wound tunneling tip with suction was being used in a procedure when the tip came detached and fluid leaked out. The tip irrigates with a sterile saline solution, which poses no risk to the patient. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the device is received and after a quality investigation has been completed. (B)(4): not received by manufacturer.

Manufacturer narrative:
Upon visual inspection the irrigation tube was found loose from the canal tip body.